Event description:
A consumer reported that following intraocular lens (iol) implant surgery three years ago, she has had painful tearing of her eye. She was seen by an allergist due to these symptoms. The consumer reported that the use of artificial tears helps. She also noted that her vision for distance and near is poor. The consumer stated that this eye has always been weaker. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaires has not been received. (B)(4).